Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no bipolar pacing or sensing. Unipolar pacing was noted at 7.5 v. There was no unipolar sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received